Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. As a corrective action, a pump replacement was organized for the customer. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.